Manufacturer narrative:
Full UDI unknown since no lot number was provided. Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "the rep was not present in this case. From what I've been told, the suction and irrigation were working in the beginning of the case. They went through about 2000ml out of 3000 and then the suction and the irrigation both stopped working. When the asst director came in the room they connected a new tubing piece, and stated that the problem continues with a different handpiece. " patient status - "had to convert to open". Patient stable.

Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, no visible damages or defects were noted. The hand piece knobs were able to be depressed and returned to the closed position upon release. Because of the condition that the device was returned in, further functional testing was unable to be performed. A review of the manufacturing records for the last three (3) lots purchased by the customer indicates that the lots passed all manufacturing and quality standards. The root cause of the incident remains unknown as engineering was unable to replicate the incident; however, it is possible that both tubes became kinked or obstructed. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.